Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the safety valve on the generator required replacement. The technician replaced the safety valve and confirmed the sterilizer to be operational.

Event description:
The user facility reported that steam leaked from their sterilizer subsequently setting off the fire alarm and dispatching the fire dept. No injuries or procedural delays/cancellations were reported.